Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th april 2024, getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, there was an issue with the double fork arm joint. According to customer allegation, the double fork arm joint was almost completely broken, which could have potentially resulted in a detachment of the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated and confirmed with the photographic evidence, there was an issue with the double fork arm joint. According to customer allegation, the double fork arm joint was almost completely broken, which could have potentially resulted in a detachment of the fork. The problem was confirmed with the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated and confirmed with the photographic evidence, there was an issue with the double fork arm joint. According to customer allegation, the double fork arm joint was almost completely broken, which could have potentially resulted in a detachment of the fork. The problem was confirmed with the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: in these three cases (serial numbers (B)(6), it is likely that at least one screw has loosened or lengthened, resulting in play and the breakage of the base of the axle. The loosening or deformation of the screws is probably due to a lack of threadlocker or to repeated heavy stresses applied to the screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated and confirmed with the photographic evidence, there was an issue with the double fork arm joint. According to customer allegation, the double fork arm joint was almost completely broken, which could have potentially resulted in a detachment of the fork. The problem was confirmed with the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Event description:
On 11th april 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, there was an issue with the double fork arm joint. According to customer allegation, the double fork arm joint was almost completely broken, which could have potentially resulted in a detachment of the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6).